Event description:
Caller tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Caller's warfarin dose was increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.